Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat in-stent restenosis of a mildly calcified, moderately tortuous, 75% stenosed lesion in unspecified artery. The stent struts of the restenosed stent were noted to be sticking up/flared. A 2.5x15mm traveler rx balloon dilatation catheter (bdc) was advanced to the target lesion without issue but ruptured on the first inflation to 10 atmospheres (atm) reportedly, due to the flared stent struts. The bdc was removed without issue. Subsequently, a 3.5x15mm nc traveler bdc was then advanced to the target lesion without issue but also ruptured on the first inflation to 10 atm due to the flared stent struts. This bdc was also removed without issue. Imaging was performed and an unspecified bdc was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nc traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us. The traveler rx balloon dilatation catheter referenced is filed under a separate medwatch report number.